Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Supplemental was sent for a returned pump related to this case, but it was the other pump that was returned.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels in the 200's mg/dl for the past 3 weeks. She switched to her backup infusion device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.